Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation in which the skin was reportedly raw and worn away. The irritation appeared green and discolored around the elastic band. The irritation was reportedly seeping. The patient's garment was also reportedly too tight but the patient was in the largest garment size. The patient's home health nurse covered one of the areas. The medical outcome is unknown.